Manufacturer narrative:
The reported complaint of tcm ID:02 (ce danfoss error) error message on the thermogard xp ivtm system (serial #tgxp11130) was confirmed in the event log but not confirmed during the initial functional testing. The investigation findings revealed that the root cause of the reported tcmid:02 were due to the combination of a damaged danfoss controller and pic16 board. These types of faulty components are likely attributed to wear and tear. The returned thermogard xp ivtm system was manufactured in september 2013 and it is over 6 years old, well beyond it's expected service life of 5 years. Unrelated to reported complaint, cracked deck cover, front cover, cold well gaskets and white rollers were observed during visual inspection. To remedy these physical damages due to mishandling, the deck cover, front cover, cold well gaskets and white rollers were replaced. During event log review, multiple tcmid:02 errors were identified on the reported event date. Thus, confirming the reported complaint. The initial functional testing of the thermogard xp ivtm system passed, however, as a precautionary measure, the danfoss controller and pic16 board believed to be defectives were replaced to avoid the re-occurrence of tcmid:02 (ce danfoss error). After part replacement, the thermogard xp ivtm system was re-evaluated and it passed all the functional tests. The thermogard console is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial number tgxp11130.

Manufacturer narrative:
Zoll has received the product however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During intravascular temperature management (ivtm) set-up, customer reported that the thermogard xp system (serial # (B)(4)) displayed "tcm ID:02" (ce danfoss error). Patient ivtm therapy continued using another thermogard xp system. No patient involvement.